Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 20mm, non-abbott balloon for 3 seconds. During the procedure, at the initial attempt, the non-coronary cusp (ncc) was positioned too deep so a partial recapture was performed. During the second attempt, at 80 percent deployment, the valve was positioned and achieved an appropriate implantation depth. Upon paravalvular leak (pvl) assessment conducted by echocardiography, blood pressure remained low in the 40's and an increase in pericardial effusion and cardiac tamponade was noted. Pericardiocentesis was performed; the valve was able to be implanted successfully at a depth of 3mm both on the non-coronary cusp (ncc) and left coronary cusp (lcc). Subsequently, bleeding from the left ventricle (lv) was confirmed, and the reason was unclear at this time. Upon thoracotomy, it was determined to be a pinhole rupture of the lv. Surgical hemostasis was then achieved, and the procedure was completed. The implanter believes that the adverse health consequence was due to the performance of a non-abbott product. The patient was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of pericardial effusion, cardiac tamponade, low blood pressure, bleeding and lv perforation was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported patient effects could not be conclusively determined. The unexpected medical intervention is a result of pericardiocentesis performed for effusion. The surgical intervention was result of thoracotomy performed for perforation. There were no related complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.